Event description:
The user facility reported that during a ureteroscopy procedure, the uropass access sheath over-dilated the ureter causing it to stick. Upon retrieval from the pt, the ureter was pulled off from the kidney. Olympus followed up with the user facility to obtain add'l info but no further info has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If add'l info or if the device is received at a later time this report will be supplemented.